Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported thta cardiosave intra-aortic balloon pump (iabp) had failed pim test.

Event description:
It was reported during preventive maintenance that cardiosave intra-aortic balloon pump (iabp) had failed pim test. No patient involvement.

Manufacturer narrative:
Updated: b4, b5, b6, b7, d5, d9, d10, e1 (initial reporter, event site telephone and event site email), e2, e3, e4, g1 (contact person ¿ mfg site), g2, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes and investigation conclusions) and h11. A getinge field service engineer (fse) found failed pim test multiple times. After multiple attempts replaced the safety disk and tidal volume disk and unit passed with no issues. The unit was returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. The failure analysis and testing dept. Received safety disk with a reported unit failure of: failed pim test. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed the all manifold test and observed that the safety disk failed the membrane differential pressure test, with a result of 8mmhg. The factory specification is 6mmhg. The pim failed testing. The fat verified the complaint of the pim failing the test. Retaining the pim in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields- b4, b5, g3, g6, h2, h11. Corrected fields- h6- investigation conclusions.

Event description:
N/a.